Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was on the golf course with friends and collapsed. No signs or symptoms prior to collapsing. Ems was called patient was nonresponsive in golf cart with no signs of life. Patient was intubated in route to hospital and CPR was being performed. Initial rhythm was pulseless electrical activity (pea). Patient arrived at hospital, received several rounds of epinephrine. After an hour and unsuccessful resuscitation, effort was futile. Patient expired the cause of death was cardiac arrest. There is no known allegation from a health professional that suggests the death was related to the device.